Event description:
The hosp reported that during a saphenous vein harvesting procedure, the pt had co2 embolism. When the surgeon was dissecting up the thigh, but while at mid-thigh, it was observed that the pt became enlarged. The surgeon injected a needle in the atrium to release the co2 gas. The pt stabilized and the procedure was completed without any other issues. No other pt complications were reported. The surgeon reported that the issue was not related to the devices used, as there was no product failure. This report is filed because medical intervention was performed and not because there was any device malfunction.